Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the bit could not be attached to the attachment device was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device neuro tip was damaged. The device also failed pretest for visual assessment. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported that the bit (cutter device) was not attaching to the craniotome attachment device. During in-house engineering evaluation, it was determined that the neuro tip on the device was was bent/damaged and the device failed pretest for visual assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It reported that there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.